Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism.

Event description:
It was reported that during implant the right ventricular lead had high impedance in three different locations. The lead was attempted, but not implanted. A new lead was used. No patient complications have been reported as a result of this event.